Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: surgeon (B)(6), hospital: (B)(6), (B)(6) 2018, procedure percutaneous thoraco lumbar fusion for t11 fracture. Patient outcome: nil adverse events reported at this point. Delay to procedure: 40mins. Case was attended using viper prime screws. 6x45mm screws in t9, t10 & t12. 7x45mm screws in l1. Screws where implanted over 1.45mm guide wires. The viper prime rod holder pushrod was inserted into the screws as per surgical technique and checked for patency with the fen open cannula. Cement was mixed attached to cannula as per surgical technique. The delivery system pump was pressurised to inject cement in the patient but after 30+turns no cement was delivered to patient. Upon inspection of the pump it was apparently the o-ring seal was patent and allowed the water to pass the plunger inside the pump. A confidence kit with the same manufacturing date and lot number was used effectively in this same case. A third kit was used in the l1 screws with uncertain effectiveness as the fluoroscopy machine overheated and the remainder of the vertebroplasty procedure was abandoned. Rods and sets screws where implanted with a nominal result.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.